Manufacturer narrative:
The new information was received (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1x5gh, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had severe pain during use post operatively. Patient stated she felt the device turn off and on by itself twice before sending shooting pain down her leg that made her drop to the ground. The patient reported no environmental issue was observed and no diagnostics or troubleshooting was performed. The patient will have the device interrogated tomorrow. Patient shut the device off although she was having extreme difficulty getting the communicator to connect to the ins. Her mother had to come and help her get it connected by placing the communicator over her skin and not her clothes. Patient was able to turn the device back on and it did not cause any more issues. She was getting the ins interrogated tomorrow. It was noted that the issue was resolved at the time of this report. No surgical interventions/actions were taken. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the cause of the patient feeling the device turning off and on by itself was not determined, however the patient is an actress and was on set doing rehearsal for a musical. She was around many microphones, stage lights, fog machines, <(>&<)> wireless communicators among set staff. Troubleshooting included: patient turned the device off herself after the event occurred then she was able to turn it back on at her own and slowly increase the amplitude. The rep was able to see the patient a couple days after the event and saw that somehow her device turned up on its own during her musical play while she was performing the night before ((B)(6) 2019) from 2.9 to 3.6 v and then the next day during rehearsal the device shut off and on by itself then increased the amplitude which caused the pain ((B)(6) 2019). At that point the patient sent someone to get her remote control for her so she could shut the device back off. There were no further complications reported.